Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no, they were not able to successfully catheterize the patient with the components provided in the tray as they mentioned foley catheter was too large, needed an 8f catheter in relation to biocath foley catheter preconnected to 2l bardia bed bag, standard length, french size 12.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be due to incorrect former selection caused incorrect catheter size dipped/user related-incorrect catheter size selected. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "warning: do not use ointments or lubricants having a petroleum base. They will damage the latex. Visually inspected the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with state 10ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within to balloon force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the survey respondent stated no, they were not able to successfully catheterize the patient with the components provided in the tray as they mentioned foley catheter was too large, needed an 8f catheter in relation to biocath foley catheter preconnected to 2l bardia bed bag, standard length, french size 12.